Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a loss of therapeutic effect. In the last three weeks, the patient had had "3 accidents". The pt changed the program a week ago and had one of the 3 accidents. It was noted that the pt had to have two revisions since implant. Since then, the pt had had excellent relief (until these last 3 accidents). Additional info was requested.